Event description:
It was reported that t1 and t2 deployed simultaneously from the fast-fix 360 curved device.

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed its actuator in the pre t2 deployment position indicating a deployment of t1 and pre deployment of t2. No ts or suture remain on the insertion needle but were returned for evaluation. Examination of the suture/t construct showed no abnormalities. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. (B)(4).

Event description:
Updated information: both implants were removed and a less than 30 minute delay was noted. A backup device was available to complete the procedure. No patient impact was reported.